Event description:
It was reported that during a lumbar laminectomy, the hook was used to dissect out disc space. The blade broke and the tip was not found. It was not in the patient, as x-rays were used throughout the case and it was not detected. The case was finished with a like device.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."